Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had keypad anomaly. No harm requiring medical intervention was reported. Customer stated that they the self-test and completed. Customer stated that he lie down and the insulin pump makes a noise when he check it he smell insulin. Customer stated that when he turn on the insulin pump it came up with the sugar which was 193 mg/dl. The device will not be returned for analysis.